Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rotatable clip fixing device had exhibited the coating of the operation wire was peeled off and fell off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling of the coating on the operation wire was caused by factors such as the coating part being rubbed against a hard object during use or reprocessing. The instructions for use warns the prevention method associated with the event in drawing number gk4802 version number 26. A. Before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. B. Do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. Olympus will continue to monitor field performance for this device.